Event description:
A 3.0mm diameter x15mm length ave micro stent ii was inserted into the obtuse marginal coronary artery. It was not possible to cross the target lesion; therefore, the stent and delivery system were pulled back and the stent dislodged from the stent delivery system. The physician followed the instructions for removal of an undeployed stent; however, the exact location of the dislodgement is not known. The stent was successfully snared from the pt. The target lesion was re-dilated with a ptca balloon and treated with a stent. There was no add'l clinical sequelae reported relative to the event.